Manufacturer narrative:
This report was sent in error as a duplicate for MFR report number: 1219930-2018-06473, any additional information received in the future will be captured and submitted under the report number 1219930-2018-06473. If information is provided in the future, a supplemental report will be issued.

Event description:
Duplicate of pe (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic pancreatoduodenectomy, the device did not fire. It was replaced with another product to complete the case. There was no patient injury.